Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 26-oct-2023. H.6. Investigation summary: 251142 #3214117. We couldn't confirm this issue as a report from returned sample. No issue in DHR. No issue in retention sample and retuned sample since we confirmed sufficient growth from re-performance testing. No trend. We will continue to monitor this lot.

Event description:
It was reported that bd bbl¿ hemo (haemophilus) ID quad (with growth factors) growth occurred on fractioned medium on blood agar but not on others. The following information was provided by the initial reporter: this is a report about growth on fractionated medium on blood agar but not on others. Customer returned the medium before use for investigation.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ hemo (haemophilus) ID quad (with growth factors) growth occurred on fractioned medium on blood agar but not on others. The following information was provided by the initial reporter: this is a report about growth on fractionated medium on blood agar but not on others. Customer returned the medium before use for investigation.